Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick home care disposable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that customer experienced minor lesion on labia by purewick system and that was treated with bacitracin. Also stated that customer experienced some discomfort upon application of the system but not while use and removal. Also the patient urinated pink but no bleeding was noted. Per customer via phone on (B)(6) 2021, stated that patient used bacitracin twice every day, but the labia was not healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer experienced minor lesion on labia by purewick system and that was treated with bacitracin. Also stated that customer experienced some discomfort upon application of the system but not while use and removal. Also the patient was pink urinated, and no bleeding noted. Per customer via phone on 20sep2021, stated that patient used bacitracin twice every day, but the labia was not healed.

Event description:
It was reported that customer experienced minor lesion on labia by purewick system and that was treated with bacitracin. Also stated that customer experienced some discomfort upon application of the system but not while use and removal. Also the patient urinated pink but no bleeding was noted. Per customer via phone on (B)(6) 2021, stated that patient used bacitracin twice every day, but the labia was not healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.